Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation and to correct information provided on the initial report. The device was returned to an olympus service center for evaluation. The cause of the internal circuit malfunction is thought to be the failure of the pressure sensor mounted on the main board. The cause of the failure of the pressure sensor mounted on the main board is thought to be due to any of the following process errors: 1. Oxygen entered the device and the electrode of the pressure sensor was oxidized and corroded. The wiring inside the pressure sensor was peeled off due to the oxidation corrosion. 2. Because foreign matter (epoxy) had adhered to the mounting of the component due to a mistake, the wires inside the pressure-sensor had peeled off due to adherence of the foreign matter (epoxy). The device was repaired and returned to the customer. Based on the legal manufacturer¿s investigation, the DHR was reviewed and there were no problems found during the manufacturing of the device. The device met all specifications at the time of shipment. When we checked the contents of the instruction manual regarding the reported issued, we found the following: chapter 7.1 "how to distinguish abnormal causes and how to cope with them" describes the following. Details of the error: all leds are off. Cause: an error has been detected in the internal circuit of this product.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The front panel of the device did not work. The user replaced the device with a similar device and completed the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.